Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose level was in 300-320 mg/dl range. Reportedly, the customer performed a cartridge change to resolve the issue.